Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to high impedance problems, lead was replaced with a non guidant lead.